Event description:
Device 1 of 3 : reference MFR. Report: 1627487-2018-04643, reference MFR. Report: 1627487-2018-04644. Additional information received indicated the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3, reference MFR. Report# 1627487-2018-04643,1627487-2018-04644: it was reported the patient had been receiving ineffective stimulation. A company representative attempted to troubleshoot the issue by running an impedance check that revealed high impedances. A CT scan revealed no abnormalities. Surgical intervention may be pending to address this issue.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-04643,1627487-2018-04644: follow up information identified patient had leads and extensions removed and replaced.